Event description:
The account alleged the side rail would not latch. No pt impact.

Manufacturer narrative:
The technician cleaned the side rail center arm assembly, latch, latch pin and spring to resolve the issue.